Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The client reports that after starting dialysis, some air was leaking from the arterial tubing between the y and the proximal arterial connector. The dialysis was stopped, the catheter removed and replaced, and dialysis started again satisfactorily.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.